Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4239971. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: we have had a malfunction this last week, resulting in an employee injury. Specific issue: IV needle didn¿t fully retract once used- resulting in employee stick. They did not save the device as it was placed in a sharps container 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Resulted in a needle stick. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 16/12/2024. 3. Was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿ button wouldn¿t retract while in the vein, rn removed needle when realized it wouldn¿t retract, kept trying to retract needle and ended up getting stuck. 4. Did needle retract at all? Was there a needle stick injury? Needle placed in sharps, yes rn had needle stick injury.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
B. Additional information added.

Event description:
(B)(6) customer response hello. 1. No 2. N/a 3. No 4. N/a a contaminated needle stick has been reported. 1.were there any diagnostics performed as a result of the contaminated needle stick? 2.if yes, what diagnostics were performed? 3.was any medical intervention required? 4.if yes, please describe what treatment was provided.